Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. Troubleshooting was performed unsuccessfully in the office. The device was removed and replaced. There were no additional patient complications.